Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hwc complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Product code: 04.117.702s. Lot number: 857p273. Manufacturing site: (B)(4). Release to warehouse date: 21 jun 2022. Expiration date: 01 jun 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent orif for a supracondylar fracture of the humerus with the products in question. The surgeon performed bending before placing the plate. Four distal and four proximal screws were inserted, and when a screw was inserted in the fifth hole from the proximal with a variable, the screw did not lock and spin out. The surgeon decided to leave it in place because it was spinning around and could not be removed. He has confirmed by x-ray that there are no broken pieces or other residuals in the body. The plate and screw are retained at the discretion of the surgeon. He suggested that the screw hole was distorted and did not lock because the bending was just at that point. Since it was not possible to pull it out after spinning, the decision was made to leave it in place since there was a high possibility that it would not come out even after the surgery. The surgery was completed successfully with a 30-minute delay. The patient was reported as stable. No further information is available. This report involves one 2.7mm/3.5mm ti va-lcp ext medl dhp 2h/lt/85mm-med-ster. This is report 1 of 2 for (B)(4).